Event description:
It was reported that the patient experienced shortness of breath multiple times and as a result requested evaluation. It was noted that the left ventricular (lv) lead exhibited increasing thresholds, and showed thresholds higher in all configurations. Program lead settings were adjusted, the lv lead remains in use, and being considered for revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that efforts were made to re-position the left ventricular (lv) lead in the same branch, however stability remained questionable. A competitor model lv lead was attempted in a different branch and thresholds again proved to be unstable with any change in lead slack producing large variations in capture thresholds. The lv lead was removed, and an s shape lv lead was implanted in the newly attempted branch.